Event description:
Ups (uninterruptible power supply) which are located in data closets that power central patient monitoring have failed across the hospital. These failures have impacted patient care by the loss of central monitoring across multiple critical care floors. The hospital is reporting (B)(4) failures out of approximately 22 units that were placed into the [redacted name] building within the past 10 months. These ups devices are under warranty and are manufactured by schneider while being distributed by (B)(4). They were placed into service using the same purchase order and ordering date. [Redacted name] has engaged (B)(4) and they have replaced each ups under the 1 year warranty, however, [redacted name] has requested that (B)(4) proactively replace the ups units before failure. (B)(4) has not acted upon the request and would prefer that the ups units first fail before being replaced. Update [redacted date], since the original submission, (B)(4) ups failure occurred on the weekend of [redacted date] which took out all patient monitoring on [redacted name] north and south. Another (B)(4) ups failure occurred on [redacted date] which took out all patient monitoring on [redacted name] north and south. The hospital still has a ups failure occurring, on average, every 3 weeks. The hospital expects this rate to continue until all affected units are replaced. The direct result of this is a systemic continued loss of all patient monitoring across inpatient and ICU floors. Update [redacted date], (B)(4) was onsite on [redacted date] and during their field work, there was another ups failure that was located on one of [redacted name] 3's distribution pairs. The redundancy to the distribution pairs allowed for no loss of patient monitoring. Also, due to redundancy of distribution pairs, unable to determine when the unit specifically failed. Biomed identifying stickers indicate this unit went into use [redacted date]. Update [redacted date] another ups failure was located on [redacted name]. Redundancy allowed for no loss of patient monitoring. Also, due to redundancy unable to determine when the unit specifically failed. Biomed identifying sticker indicates ups went into use at onset of [redacted name] go-live on [redacted date]. Update [redacted date], another ups failure was located on [redacted name]. Ups failure resulted in loss of central station. Biomed identifying sticker indicates this unit went into use [redacted date].